Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid surrounding the left implant; cd30+, alk- alcl.

Event description:
Healthcare professional reported that on the same day of device implant the patient experienced nausea and vomiting; events deemed not related to the device. Follow-up notes from the implanting physician noted ¿very slight hint of a transverse shift in contour in the left lower pole¿ and ¿faint visible ripples medially and laterally.¿ patient reported being diagnosed with left side breast anaplastic large cell lymphoma (alcl), left side fluid, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Initial MRI performed showed large amount of fluid surrounding the left breast implant. Left side ultrasound guided aspiration showed fluid surrounding the left breast implant in all four quadrants; 80ml of serous fluid was sent to pathology. Mammogram noted that there is increased density surrounding the left breast implant, consistent with implant fluid as identified on the MRI. Cytologic diagnosis confirmed malignancy and noted that the cells are strongly positive for cd30. " addendum noted that alk-1 is negative. The device remains implanted.